Manufacturer narrative:
Upon additional information received, it was discovered that the device reported in this event belongs to a different registration. A new MDR has been filled under MFR#: 3005985723-2021-00022. Investigation results and conclusions will continue using the aforementioned MFR.

Event description:
The following were reported as failures and included in a report received as proof of milestone on an iis: 2015- 021 . The study coordinator does not recall reporting these previously and the information included here is limited to what was in the report: dos: 12/october/12, right pfa; on 4/december/15 was converted to tkr.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The following were reported as failures and included in a report received as proof of milestone on an iis: 2015- 021 . The study coordinator does not recall reporting these previously and the information included here is limited to what was in the report: dos: 12/october/12, right pfa; on 4/december/15 was converted to tkr.